Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years and seven months following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was aortic valve stenosis, and the leaflets appeared to be thickened and calcified. Calcification was observed in the non-coronary cusp (ncc), the sinotubular junction (stj), the proximal left coronary artery (lca) and right coronary artery (rca). The patient had a bovine arch with the innominate and left common carotid arteries appearing to share a common origin. The patient was being evaluated for a potential explant or a sapien-in-evolut procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: no computed tomography (CT) imaging provided for evaluation, just the report and two separate images from the same rep ort. Bovine arch noted. Calcification seen on prosthetic leaflets near the left coronary cusp (lcc) and right coronary cusp (rcc). Calcification noted in proximal left coronary artery (lca) and right coronary artery (rca). Calcification seen in sinotubular junction (stj) and ncc. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Calcification is an inherent risk of bioprosthetic valves. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient condition (e.g., blood chemistry). With the limited information available, a conclusive root cause could not be determined. Leaflet thickening and stenosis can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism (including calcification) such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. It was reported the mechanism of failure was aortic valve stenosis and the leaflets appeared to be thickened and calcified. Additionally, calcification was observed during image review. In this case, the patient¿s calcified anatomy may have been a contributing factor for leaflet thickening and stenosis. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.